Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles and difficult to remove could not be replicated in a testing environment based on the returned device condition. In the absence of all components returned for analysis, a conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device, with an 11 fr sheath upsized to 16fr, after an interventional abdominal endoprosthesis procedure. Reportedly, one needle could not be deployed and stayed in the barrel. Cutting forceps were used to extract the needle and the device from the patient. There was no tissue damage. Hemostasis was achieved with another prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The patient outcome was good. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.